Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause was a defective mix motor and buffer valves. The fse replaced the mix motor and buffer valves which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion-selective electrolyte (ise) patient results, including sodium (na), potassium (k), chloride (cl), on their au5800 chemistry analyzer. There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient data or demographics.